Event description:
I used renu with moistureloc contact lens saline from february 2005 to july (second weekend) which was then when I saw a few eye drs and then was diagnosed with fusarium keratitis. I am presently taking anti-fungal therapy drops. My vision was impaired in my right eye for about a couple months but gradually improved.